Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature cable. During evaluation, it was confirmed that the temperature readings were not accurate. Alarm 15 (unable to obtain a stable patient temperature) was observed. Temperature cable was replaced. The system has been tested in accordance with the service manual. A DHR review is not required as the batch number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensor was not working properly and giving incorrect measurements. The device had alarm 15 unable to obtain a stable patient temperature. Per review of wo on 03mar2026, there was no patient involvement. Per follow up information received via mail on 03mar2026, this wo is an onsite order. Scheduled for tomorrow. Device did not cool properly. Per follow up information received via mail on 06mar2026, for this device, their delegate detected that the machine did not cool properly, but it was due to a defective temperature sensor cable. The technician replaced the cable, and the device was working fine now.

Event description:
It was reported that the arctic sun device was not cooling properly. Per review of wo on 03mar2026, there was no patient involvement.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.